Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of disconnected components is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt clearvue catheter and two-piece connector assembly was returned for evaluation. An initial visual observation of the photograph showed the device outside of the patient with the catheter tubing disconnected from the distal connector piece of the two-piece connector assembly. The two-piece connector pieces were assembled. No further details of the disconnection could be discerned from the photograph. Use residue was noted in the catheter tubing and on the luer adapter. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, connector fails to lock securely, disconnecting the catheter. No other information was provided.